Event description:
End user reported that one of the legs on their 50-1 shower chair broke where they cross under the seat while sitting, user fell backwards, hit her head on the door and sustained bruises on the arms. Customer lives alone and it took her about 20 minutes to get up.